Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for o2 low flow during testing. The device's removable foam was found to be installed incorrectly and once the foam was reinstalled; the device was able to pass testing.